Event description:
It was reported that when using the bd pyxis¿ es server, an authentication failure occurred. The user account was unable to log into the test virtual a-cart, preventing completion of scheduled testing activities. This issue impacted validation efforts required prior to a planned epic system fix implementation. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. A technical support specialist (tss) confirmed that the customer was attempting to log in with a username that had not been used for over two years, which consistently resulted in an 'unable to authenticate' error without further detail (e.g., password expired, incorrect password, etc.). A password reset was suggested, as security protocols have changed in the last two years and the existing password may no longer meet the hospital's requirements (length, special characters, etc.). Once the active directory (ad) team updated the password, end users were able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.